Manufacturer narrative:
A ge service rep performed an on site investigation. A defective link in the video chain was found and repaired. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of pt injury.